Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure air leak in the cable section, connector side boot was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was dented, component failure of the rigid tube, rigid tube was bent, light guide bundle was chipped, failure of the light guide bundle, video connector contact was corroded, component failure of the video connector and image misalignment. A root cause could not be identified. Based on the results of the investigation, the most probable cause of air leak in the cable section, connector side boot due to component failure of the universal cable. Additionally, the rigid tube was dented and bent due to component failure of the rigid tube, the light guide bundle was chipped due to component failure of the light guide bundle, the video connector contact was corroded due to component failure of the video connector, and image misalignment occurred due to component failure of the charged-coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had a air leak in the cable section, connector side boot. The issue was identified during maintenance. There was no harm to the patient.